Manufacturer narrative:
The t:slim user guide states: "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete and the pump subsequently shut off. The customer's blood glucose level was 353 mg/dl. The customer administered a manual injection. Recommendation was made to the customer to charge pump more frequently.